Event description:
During bypass, occlusion was noted in the unit. As a result the pressure increased to 600mmhg with a flow of 2 liters. The unit was changed out. No patient injury occurred as a result of this event. No further details were provided.